Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the patient experienced a blood glucose of 1220 mg/dl with unspecified levels of ketones, nausea, dizziness, polydipsia and diarrhea associated with an alleged time/date issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital by a health care provider with insulin via the pump, intravenous glucose and intravenous fluids. During troubleshooting with customer technical support, it was reported that the time/date went to the default for the pump when the battery was removed for less than 24 hours. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged time/date reset issue.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box was unable to verify the time/date reset to default setting. A replace cartridge alarm was recorded and deliveries were resumed. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. Testing confirmed when the battery was reinserted after 6 hours without power the time/date reset to default setting. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.